Manufacturer narrative:
On (B)(6), 2013 an ocd field engineer (fe) arrived at the customer site and found the cards were not level during reading. The fe leveled the gripper and performed the adjustments. The fe performed the reader camera adjustments. The fe replaced the syringe after finding white crystals at the base of the glass exterior of the syringe. The customer then ran controls and all controls passed. Repairs have returned this instrument to expected operation. (B)(4).

Event description:
The ortho provue missed an antibody that was detected in manual gel. No erroneous results were reported.